Event description:
Event description boston scientific crm received information that one day following the procedure to implant an automatic implantable cardioverter defibrillator, this atrial lead was no longer able to sense intracardiac signals and p-wave measurements were unable to be obtained. The patient was noted to be experiencing atrial fibrillation (af) and was being paced in the atrium at a rate of 30 pulses per minute. Additionally, it was noted that the lead displayed increased pacing impedance measurements. Additional information was received ten days later. A right ventricular lead perforation had been suspected. Multiple shocks were delivered and the patient was suspected to have been asystolic for a period of time. The ventricular lead was successfully repositioned and the patient recovered with no additional symptoms.